Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a cut in the tubing below the chamber. An underwater pressure test was conducted, and a leak was identified at the location of the cut. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked from the cut in the tube. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.